Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, but the device was inspected by an olympus field service engineer. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign matter was most likely due to corrosion of the disinfectant tank hose. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information received by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that black foreign material was found in the reprocessing basin of the endoscope reprocessor. The issue occurred during reprocessing. There was no patient involvement.